Event description:
Patient had pain, swelling, bleeding, mobility, and inflammation. Site had been grafted post extraction over 1 year ago. No idea in the word. Placement went beautifully, we used a 4mm healing cap rather than primary closure. 2 implants placed, only 1 failed.